Event description:
It was reported that a patient underwent an atrial flutter, left cardiac ablation procedure with a thermocool smarttouch sf catheter and post procedure the bwi product analysis lab identified a hole on the surface of the pebax. During the procedure itself, a force catheter sensor error occurred near the beginning. The cable was changed but the issue persisted. The catheter was replaced and the issue resolved. The procedure continued. No patient consequences were noted.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and force test of the returned device were performed following j&j medtech procedures. Visual inspection revealed reddish material inside the pebax. Additionally, under microscope inspection, a hole in the surface of the pebax was identified. A force test was performed and the device was recognized and visualized correctly; however, error 106 displayed on screen. Due to this condition, the handle of the device was dissected, and resistance of the sensor pads on the printed circuit board (pcb) was measured and the results were found out of specifications. A dissection was performed right after at the tip area and an open circuit was identified. In addition, further investigation of the peek housing section revealed that there was insufficient adhesive (polyurethane - pu) on the wires. A manufacturing record evaluation was performed for the finished device number lot 31621058l and no internal action related to the complaint was found during the review. The force issue reported by the customer was confirmed. The root cause of the adhesive condition is traced to the manufacturing process. The reddish material and the hole at the pebax observed during the analysis was unrelated to the reported event by the customer. The potential cause could be related to the manipulation of the device during the procedure; however, this could not be determined conclusively. The instruction for use (IFU) contains the following warnings and precautions: if the catheter has not reached a steady state condition, there is potential for a zero-offset drift to occur which could result in an inaccurate contact force reading. Always zero the contact force reading following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. To ensure proper operation of the contact force sensor, the tip electrode and the two distal ring electrodes must protrude from the distal tip of the guiding sheath. About the pebax damage, the instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Do not use this catheter with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. Internal actions are being performed to address process opportunities related to adhesive issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).